Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive/motor anomaly or motor error alarm noted. The motor was tested outside of the device and passed. Device powered up properly after the test battery was installed. No frozen screen or winding noise noted after the batter was installed. Device was monitored for 1 day. No blank display, frozen screen, winding noise anomaly or hot pump/hot battery noted. Device responded properly to button presses. No unresponsive buttons noted. No button error alarm noted. No damage noted on the keypad traces. Device uploaded properly using care link. Device had stained end cap sticker, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. During visual inspection, the electronic assembly had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working and had motor error. Customer¿s blood glucose was 220 mg/dl at the time of incident. The customer stated that insulin pump buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. Troubleshooting was performed. The device will be returned for analysis.